Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had been hospitalized due to syncope and bradycardia. The device was interrogated and loss of capture was observed. The pacing threshold measurements had increased, and it was suspected that the lead was dislodged. The physician reprogrammed the rv pacing output to 7.0v@1.0ms. Later that day, the rv lead was successfully repositioned with good lead measurements observed. No additional adverse patient effects were reported. The lead remains in service.